Event description:
It was reported the customer states there was under infusion "at times". There was patient involvement and no harm. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.